Event description:
It was reported the patient works as a dental hygienist. While the patient was standing near another person receiving "alpha stim" on their face, the patient felt an increase in stimulation and had an overstimulation sensation. No further details were provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: lead model 3093-33 lot #v111325 implanted: (B)(6) 2008, programmer model 3037 serial #(B)(4).